Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up with atrial lead noise. Isometric testing and pocket manipulation could not reproduce the noise. All lead electrical measurements were in range. Reprogramming of the device was recommended. The patient and the device will continue to be monitored.